Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that customer had a blank screen display during bolus delivery. Customer's blood glucose was 240 mg/dl. Customer was at school when even happened and nurse did no have any more batteries in order to complete troubleshooting. Customer would call back when in receipt of new batteries.